Event description:
We obtained info about the case from the partner of the interventionalist who performed the procedure. A woman presented with a mid basilar occlusion 4 hours post symptom onset. The treating physician accessed the vessel with a 5fr diagnostic catheter and started by administering 15mg of ia tpa. This led to some distal perfusion with some residual clot. Also at this time, there was some contrast blush but no overt extravasation seen. The physician then elected to attempt to retrieve residual clot with the merci microcatheter 18l and merci retriever l6 device. The device was pushed out of the microcatheter in the distal basilar artery or one of its branches. Upon retraction of the device and follow-up angiogram, extravasated contrast was noted extensively outside of the distal basilar artery. Post-procedure CT scan showed extensive hemorrhage. The pt was kept on life support for some time, but eventually life support was withdrawn.

Manufacturer narrative:
The current device instructions for use (IFU) lists vessel dissection and perforation as known complications. Also, there is a warning in the IFU that provides recommendations to prevent vessel damage. Because the device was not returned to concentric medical, a complete investigation could not be performed. The manufacturing record for retriever l6 device that was shipped to the site, lot number 33030, was reviewed and no anomalies were found that are related to this complaint.